Event description:
On (B)(6) 2011, the vns patient reported that her vns was not acting right and that the magnet was not working on it very well either. She said that her magnet is getting weak. The patient's programming history was reviewed and the patient has been programmed to output=2.25ma/ frequency=20hz/pulse width=250usec/on time=21sec/off time=5min/magnet output=2.5ma/magnet pulse width=250usec/magnet on time=60sec since date of implant. The last system diagnostics listed was from date of implant which showed output=ok/lead impedance=ok/impedance value=2605ohms/time until eri=10yrs. The patient reported that she called her physician, but he can't see her until (B)(6) 2011, to follow up with the issue. Since the patient won't be seen until (B)(6) 2011, no further information can be gained from the physician until this time since he has not yet seen her. When additional information is received, it will be reported.

Manufacturer narrative:
Analysis of programming history.